Event description:
This event involved a patient 9 months post heartware lvad implantation that experienced a change of power source in the controller earlier than expected followed by a vad stop. When the patient attempted to disconnect one of the two batteries, the controller switched off completely. The patient reconnected another full battery and the system started again. The perfusionist replaced both batteries and the controller, a new set was supplied to the patient. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the hvad batteries and controller in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. A review of the devices history records confirmed that the devices met all specification for release. The returned controller ran normally with no fault alarms or errors. Functional analysis of the batteries revealed that the two (B)(4) returned batteries contained a faulty cell pair compromising the batteries performance. An internal investigation (CAPA) has been open to address the issue. *this is one of three reports (3007042319-2013-00136, 00263 and 00264) submitted for devices related to the same event. No additional information will be forthcoming.